Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a sensor error after which they had a hyperglycemic event. On the night of the event the patient woke up during the night and the cgm display stated ¿wait for 3 hours¿, after that it said, ¿replace sensor now¿, and then it ¿stopped working¿. When the patient woke up in the morning the cgm reading was 300 mg/dl, and the patient started throwing up. The parents of the brought him to the emergency room, where they arrived around 09:00am. A fingerstick was taken, but the patient was not told the results. Lab tests were also taken, but the patient did not know any more details regarding this. The patient was given reglan 10mg, and no further medication for the hyperglycemic event was reported. Before getting discharged, another fingerstick was taken, but the patient was again not aware of the reading value. The patient was discharged at 02:00pm on the same day as they arrived at the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.